Event description:
Procedure: bowel resection. According to the reporter: during the procedure, the doctor used the device and fired successfully, but after the doctor fired, the stapler was not able to be unloaded from the instrument. No medical intervention or reintubation/recannulation required. Operative time was extended over 30 minutes. No additional bleeding, and no tissue damage and/or trauma. The equipment was tested prior to use. The pt is fine now.

Manufacturer narrative:
(B)(4).